Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an error, there was no sound, and a service due 55 semi annual message during testing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with a cracked rear case on the upper corner; the tamper seal was removed. There was evidence of the reported error in the event history log (ehl). The reported problem was duplicated. During the investigation, the device was found to be displaying a 1210 error code message on power up with no audio able sound. The microprocessor unit board was found to be defective/faulty, which was the cause of the reported issue. The microprocessor unit board was replaced as corrective action. The root cause was unknown. The product is over 21 years from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).